Event description:
It was reported that during an upgrade procedure from a simple implantable cardioverter defibrillator (ICD) to a biv ICD, high out of range shock impedance measurement, measuring between 90 to 150 ohms were observed. The average shock impedance was usually around 110 ohms. The upgrade procedure did not take place yesterday, for lack of access on the left side, where the device was already present. Possibility of reconvening the patient to tunnel on the right and perform the upgrade to a triple defibrillator. Additionally, the physician is questioning on replacing the right ventricular (rv) lead too due to the out-of-range shock impedance measurement. Boston scientific technical services reviewed the available data and suspected the jumping impedance measurements were related to the environment changes such as movement in the pocket and electromagnetic interference (emi). Recommendations were made to closely monitored the shock impedance and perform detailed evaluation at the next in-clinic follow-up. No additional adverse patient effects were reported. This ICD and rv lead remains implanted.

Event description:
It was reported that during an upgrade procedure from a simple implantable cardioverter defibrillator (ICD) to a biv ICD, high out of range shock impedance measurement, measuring between 90 to 150 ohms were observed. The average shock impedance was usually around 110 ohms. The upgrade procedure did not take place yesterday, for lack of access on the left side, where the device was already present. Possibility of reconvening the patient to tunnel on the right and perform the upgrade to a triple defibrillator. Additionally, the physician is questioning on replacing the right ventricular (rv) lead too due to the out-of-range shock impedance measurement. Boston scientific technical services reviewed the available data and suspected the jumping impedance measurements were related to the environment changes such as movement in the pocket and electromagnetic interference (emi). Recommendations were made to closely monitored the shock impedance and perform detailed evaluation at the next in-clinic follow-up. No additional adverse patient effects were reported. This ICD and rv lead remains implanted. A request was made for the local field representative to contact the facility and learn the resolution for this event; however, no additional information was able to be obtained.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.